Manufacturer narrative:
(B)(4). The customer reported that the device freezes during op check, at the step when the charge button is pressed. The device was evaluated at philips. The symptom was verified. The issue was localized to corrupt software.

Event description:
The customer reported that the device freezes during op check, at the step when the charge button is pressed.